Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA, alleging that her sister¿s onetouch ultra 2 meter was reading inaccurately high compared to another meter (emergency services meter). The complaint was classified based on customer service representative (csr) documentation, and further information obtained when medical surveillance specialist (mss) reviewed the call. The reporter was unable to confirm when the meter issue began, she alleged that on (B)(6) 2017, her sister had obtained an alleged inaccurately high blood glucose result of ¿198 mg/dl¿ on the subject meter compared to approximately ¿37 mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter stated that her sister takes a combination of medication, including ¿hydralazine 25 mg 2 tables 3 times per day, synghroid 88 mcg, frusemide 40 mg once a day and metoprolol 25 mg 2 times per day¿, and in response to the alleged inaccurate high reading, she had administered 2 extra units of insulin to her. At an unknown time after administration of the extra insulin, the reporter stated her sister developed symptoms of ¿cobbled speech and acting weird¿. In response to the symptoms the reporter alleged she contacted the emergency services. On the emergency services meter the blood glucose result of ¿37 mg/dl¿ was obtained, and the patient was treated by the emergency services with ¿IV glucose¿, and transferred to the hospital, where she was kept for ¿a couple of hours¿ and discharged later that night. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the patient¿s test strips had been stored correctly, and the test strip vial was not cracked or broken. The csr did note that the test strips had passed their expiry date. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate results obtained with the subject meter.